Event description:
It was reported that the 2600 system booted to an interlock failure. The field service person observed a "regulator fail" message and no image during the first fluoro. No patient was involved in this incident.

Manufacturer narrative:
See add'l page.